Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and, based upon the log data, confirmed the reported complaint. Resetting the device and performing the checkout procedure again resolved the issue. As the display of the triangle error message alerted the user to the device¿s condition prior to use, it prevents use of the device until resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016 a yellow warning triangle error message appeared in the middle of the checkout.